Event description:
It was reported that a peritoneal dialysis (pd) patient was constipated, has peritonitis, and possible fibrin. Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of fibrin, constipation, and peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality could not be determined. However, based on the intake documentation the patient continues to utilize the same liberty select cycler. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was constipated, has peritonitis, and possible fibrin. Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, medication records, patient demographics) were unsuccessful.